Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 545 mg/dl. Reportedly, the customer could not remember if a bolus was requested. Tandem technical support reviewed pump history and concluded that no bolus was requested to address bg. Additionally, the pump's time and date was inaccurate for an unknown reason. Reportedly, the customer updated the time and date setting and successfully delivered a bolus to treat bg.